Event description:
The premature (B)(6) infant had no spontaneous respirations or heart beat at birth. Pt responded well to intubation with increase in heart rate and gasping respiratory effort. While the infant was being neopuffed, an avea ventilator was set up and the infant was placed on the ventilator. The respiratory therapist noted erroneous readings that were far too great for the size of the patient. The flow sensor (disposable) was removed and while the flow sensor was off, the readings were more appropriate for the patient's size. A new flow sensor (disposable) was put in place and the readings were way off again. The flow sensor was removed once again and the readings appeared normal. This led the therapist to believe that the sensor outlet could be faulty somehow, and this was not an operator error. On the "flow volume loops" screen, the therapist observed that the loops were not centered and were way off axis while the flow sensor was connected but returned to center when the flow sensor was off. One hour of time was spent troubleshooting the ventilator before replacing the ventilator with a new ventilator. The new ventilator (reusable flow sensor used) worked as intended. The ventilator was taken out of service with tubes and sensors left as it was in operation. There was no harm to the patient.findings: biomedical engineering verified stated problem. A respiratory therapist assisting in the review process with biomed indicated that the initially selected (disposable) flow sensor was the wrong choice given the patient's physiology. A re-useable flow sensor was tested on the ventilator and readings were as expected. Re-education was conducted with the therapist on flow sensor selection and indications for use. No similar occurrences have been reported.